Event description:
It was reported through the implant patient registry that 20 days post transaortic transcatheter aortic valve replacement (tavr) procedure the patient expired. Additional investigation revealed that there were no complications noted during the index procedure. Of note, this was an off-label transaortic procedure.

Manufacturer narrative:
At this time the exact cause for the reported event cannot be confirmed. Death certificate and records are still pending. However, there was no allegation of a device malfunction. Should additional information be received this case will be reopened and investigated. No corrective or preventive actions are possible at this time.

Manufacturer narrative:
The device was not returned for evaluation as it was not explanted; however, a device history review (DHR) for the valve was performed and all manufacturers' specifications were met prior to release for distribution. Investigation is still ongoing.